Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, removal difficulties were encountered. The 90% stenotic lesion was located in the moderately tortuous and calcified distal left circumflex (lcx). The 15x3.5mm quantum maverick balloon was used to post-dilate a previously placed stent. However, when attempting to withdraw the balloon catheter, the catheter became stuck on a non bsc guide wire. The physician successfully removed the catheter and guide wire as a unit to complete the procedure. No pt injuries or complications were reported. Pt status is listed as "good."